Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information requested, not available.

Event description:
The customer reported defibrillation did not work during code. We are considering this to be a serious injury because treatment may have been interrupted during a life-threatening patient procedure. Additional information has been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : multiple requests were made for evaluation information, however, no additional details were received.

Event description:
The customer reported defibrillation did not work during code. We are considering this to be a serious injury because treatment may have been interrupted during a life-threatening patient procedure. Multiple requests were made for patient procedure/outcome information, however, no additional details were received. Multiple requests were made for evaluation resolution information, however, no additional details were received. No conclusion can be drawn. The device remains with the customer.